Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Will be returned.

Event description:
It is reported that the device had its inner sterile sealing film opened. The surgery was delayed when changing to the larger implant.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Reported event cannot be confirmed as the returned packaging exhibit uniform adhesive transfer on all sides of the flanges. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product and the DHR review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.